Event description:
It was reported that during a prophylactic replacement procedure, there was insulation damage on the lead under the suture sleeve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and was analyzed. The outer tubing exhibited an environmental stress cracking (esc) breach/breach (non-electrical). Blood/body fluid was present on the outer tubing overlay, which was also melted and exhibited cosmetic esc. The distal and defib conductors were distorted, and the inner insulation was kinked buckled. The outer insulation exhibited a cosmetic depression, blood was found in/on the helix/lobe mechanism, and the lead exhibited apparent explant damage.